Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that " some of the number buttons do not work". There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.